Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient with a right frontal glioblastoma underwent a resection with lining of cavity on an unknown date and a single layer of absorbable hemostat was used for hemostasis. Sixteen days post operatively, the patient experienced worsening hemiparesis. On an unknown date surgical exploration was performed which revealed acute inflammation. The patient recovered well. No additional information was provided.